Manufacturer narrative:
(B)(4). Product returned, but evaluation is still in progress. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 98 to 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 81 mg/dl and 65 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.